Manufacturer narrative:
The device has been returned and evaluated by product analysis on 24-jan-2018 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a superficial crack around perimeter of display. Initial reporter information: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the display screen was cracked and the screen could not be read safely. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.